Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and oversensing demonstrated on some of the atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). The atrial lead impedance trend data had an average impedance of approximately 250 ohms throughout record; lifetime minimum of 197 ohms. Atrial lead warning occurred on (B)(6) 2015 and since warning there is a high count of low impedance/short circuit paces. Atrial high rate episodes with apparent non-physiological oversensing was seen on the egms. Concomitant medical products: sedr01: ipg, implanted: (B)(6) 2007. (B)(4).